Event description:
In this event it was reported that a propex ii apex locator provided incorrect measurements; no injury resulted.

Manufacturer narrative:
While there is no report of injury in this event, there has been a previous report rec'd within the past two yrs involving this malfunction that resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for eval, though results are not available as of this report. Eval results will be submitted as they become available.